Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported several tenderlink cannulas which have leaked from the tubing close to the area where it goes inside the skin and where the tube goes inside the headset. No adverse event reported. A request was made for the return of the device.